Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. 2 photos of a polybag and 1 syringe from lot# 9294635 were provided. The customer reported a pack of 10 syringes ultra fine 6 mm 30 units and they came with the placement of the beginning of the scale lower than what would be "zero"; that is, it compromises the total insulin dose. The photos were reviewed; however, it was difficult to determine if the scale position on the syringe was incorrect from the photos alone. Since no defect was observed, the alleged issue could not be confirmed.a review of the device history record was completed for batch # 9294635 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint.

Event description:
It was reported that syringe 0.3ml 31ga 6mm halfunit 10bagsla had scale marking issues. This occurred on 10 occasions. The following information was provided by the initial reporter: customer informs that he would like to know how to proceed to have solved the problem of acquiring syringes with a scale marking error. He acquired a pack of 10 syringes ultra fine 6 mm 30 units and they came with the placement of the beginning of the scale lower than what would be "zero". That is, it compromises the total insulin dose.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 31ga 6mm halfunit 10bagsla had scale marking issues. This occurred on 10 occasions. The following information was provided by the initial reporter: customer informs that he would like to know how to proceed to have solved the problem of acquiring syringes with a scale marking error. He acquired a pack of 10 syringes ultra fine 6 mm 30 units and they came with the placement of the beginning of the scale lower than what would be "zero". That is, it compromises the total insulin dose.